Manufacturer narrative:
Device failure. Evaluation in progress, but not yet concluded.

Event description:
During use of the device for endoscopic saphenous vein harvesting procedure, the user reported the bleeding after harvesting the vein did not stop, and the bleeding from the tunnel reached 400ml. The harvested vein remained suitable for use as coronary artery bypass graft. The bleeding stopped during the bypass procedure. The surgeon performing the vessel harvesting procedure recognized that his technique caused the bleeding. He considered the following causes of the bleeding: approach: the user tried to approach from the groin, not the knee, due to the pt's arthritis. The user experienced difficulty performing the procedure from the groin, and changed the approach site from the groin to the knee during the procedure. This resulted in bad visibility due to the insufficient insufflation. The co2 gas escaped from the groin incision and the pressure of the tunnel did not increase. Position of saphenous vein: the user did not confirm the position of the saphenous vein before the procedure. In addition, the saphenous vein was located deeper than the user expected.